Event description:
It was reported that the patient with this tactra device, experience an infection due to the patient mistakenly injected in his corpus cavernous to have a better erection. A surgical procedure was performed to remove the tactra and implant an inflatable penile prosthesis (ipp). No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this tactra device, experience an infection due to the patient mistakenly injected in his corpus cavernous to have a better erection. A surgical procedure was performed to remove the tactra and implant an inflatable penile prosthesis (ipp). No additional patient complications were reported.